Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a cartridge might have leaked. The pt claimed that his blood glucose (bg) levels went into the "180 mg/dl" range during the time of concern. However, he did not report any symptoms or medical intervention. He also denied observing insulin in the cartridge compartment. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he might have had cartridges that leaked. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not report any bg readings or symptoms that meet animas' criteria for a serious injury.